Event description:
The tybands in tubing pack were loose and had to be replaced on circuit.

Manufacturer narrative:
A device and lot history record (B)(4) review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Based on the available info, it is not possible to determine if the device was used in accordance with the labeling info, it is not possible to determine if the device was used in accordance with the labeling in regards to "loose component" reported failure mode. The mcp tubing kit instruction for use (IFU) in the warning and precautions. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).